Event description:
During a clipping procedure, the physician used an instinct endoscopic hemoclip. The clip deployed prematurely [unknown position]. [The clip was left to] pass through the gastrointestinal (gi) tract naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued - occupation: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. A complete evaluation could not be performed because the clip was not included in the return. During a functional test, the device was advanced into an olympus gif q20 2.8 endoscope in a simulated upper gastrointestinal position, with the tip in the maximum retroflexed position, to simulate a worst case position. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation due to the condition of the returned device (clip deployed). The clip being deployed from the catheter prevented a complete functional evaluation of the device. In addition, the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A definitive cause for the reported observation could not be determined. The instructions for use instruct the user, "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip." The instructions for use state: "endoscope must remain as straight as possible when inserting or withdrawing device." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: the product was returned for evaluation and the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report with product evaluation information.

Event description:
During a clipping procedure, the physician used an instinct endoscopic hemoclip. The clip deployed prematurely [unknown position]. [The clip was left to] pass through the gastrointestinal (gi) tract naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.